Event description:
The recipient reportedly experienced sound quality issues and pain. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed all the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
The recipient's new implanted device was reportedly activated. The recipient is no longer experiencing pain. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all the electrical and mechanical tests performed. This is an interim report.